Event description:
It was reported that the jetstream device became entrapped with the guidewire. A 2.1mm jetstream xc atherectomy catheter was used for a thrombectomy procedure to treat a 30% stenosed, moderately calcified, and mildly tortuous popliteal artery. The catheter was removed during the procedure and after leaving it in place for 20 minutes, reinsertion caused guidewire obstruction approximately 5 cm inside the catheter. Inspection showed the guidewire was intact without kinks; after pressing the retraction button, it passed through the blockage. During rotational cutting at the lesion site, the guidewire twisted and fully blocked the catheter. The procedure was completed successfully with another jetstream device, and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.